Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl in addition to button issues (numbers scrolling and buttons not responding). Customer¿s blood glucose level was 141 mg/dl at the time of the call. The customer did not troubleshoot the issue. The customer did not mention any symptoms of their blood glucose levels. The product was not returned for analysis.